Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a non-recoverable fault occurred on universal surgical manipulator (usm) 4. Customer decided not to use the system. The procedure was aborted to another dv system with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: it was confirmed that there was no patient injury, the issue was identified before the patient was in the room. There was a 40 minute delay.